Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, shell, lot # unk; item # unk, ringloc, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04996, 0001825034 - 2018 - 04997.

Event description:
It was reported that approximately 5 years post implantation, patient underwent a revision due to mechanical failure of the acetabular component. The patient reported noticing a mechanical scratching/squeaking sounds. X-rays revealed liner and ringloc ring had dissociated without frank dislocation. The liner was also found to be fractured at the superior rim. The liner and head were revised.